Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: 22-may-2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was verified. It was found that the main board was bad. The mainboard was replaced to address this issue. The device then passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had over temperature alarm. The device was not dropped and there no physical damage. The event occurred during self-testing. There was no patient harm or adverse event reported as a result of the event.